Event description:
This event is deemed reportable based on the fact that the information provided in a lawsuit, while unsubstantiated, reasonably suggests that a reportable event may have occurred during use of an unidentified safeskin product. Plaintiff's claim alleges the following: chest pain and tightness, dyspnea, dermatitis, conjunctivitis, vesicular skin rash on hands, nasal inflammation, fatigue, weeping red eyes, eczema, hypertension and other physical injuries. At this time, an investigation of the specific complaint will not be conducted as a lot number, product code and samples were not provided. It is unknown if safeskin corp is responsible for this event, as safeskin is one of several manufacturers named in this lawsuit. Neither a specific co nor product is specified. However, an investigation will be initiated if information becomes available which would aid such investigation (e.g., product code, lot number).